Event description:
The customer reported that the system did not fluoro. No patient injury was reported.

Manufacturer narrative:
The ge service rep could not reproduce the problem. He reseated the pcb's in the c-arm card cage then verified with several hours of operations that system operates as intended.